Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Noise seen on lead. Issue identified as subclavian crush. The device remains implanted.

Manufacturer narrative:
On (B)(6) 2017 - this lead was explanted and replaced, dislodgement was confirmed. The rv lead also was replaced due to high thresholds and the pacemaker due to eri. Should additional information be received, this file will be updated.